Event description:
It was reported that the patient is feeling dizzy and light-headed when sitting down. The atrial lead was undersensing and oversensing. The ventricular lead was also oversensing. Both leads were capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.